Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor stopped communicating with the ilet after initial use, with alarm history showing ¿replace sensor now¿ and ¿pairing failed,¿ and the user had been attempting to pair using an incorrect sensor code before entering the correct code; dosing on the ilet had stopped, and the user was not using backup therapy. Symptoms included none. Outcomes included hyperglycemia with a reported value of 400 mg/dl and prolonged time above range, without need for outside assistance or medical intervention. Investigation included troubleshooting and education on correct g7 pairing, confirmation of active readings on the user¿s phone and smartwatch, and correction of the pairing code on the ilet. Investigation of this case revealed an incorrect pairing code and a failed g7 pairing that resulted in loss of cgm-driven dosing on the ilet. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.